Event description:
The iab leaked and was removed. A second iab was inserted into the pt. (Multiple event to customer complaint number, 98-00543, 98-00544). The iab was not returned to datascope for eval. The iab was discarded by the facility. On 6/10/98, the following was reported to datascope: a "check iab catheter" alarm sounded from the pump while in coronary care unit. All connectinos were checked and the iab was refilled and restarted. The pump alarmed again and blood was noted in the drive line. Pumping was stopped and the cardiologist was notified. The pt was taken to the cath lab for removal of the balloon. Another iab was inserted without difficulty. During pumping, it was difficult to achieve good augmentation. The pt was in arterial fib with ectopy. The pt is recovering. [Event complications]: unk-reported 5/5/98 and 6/10/98. [Pt's current status]: recovering-rpt'd 6/10/98.

Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp. (This follow-up MDR was mailed to the FDA on 7/8/98).